Event description:
It was reported that a technical error indicating failure of the printed circuit control board was generated during start up of the ventilator. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).